Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured during lead revision. The physician will place a third lead and the old lead will not be removes due to patient age. This rv lead remains in service. No additional adverse patient effects were reported.